Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the heartstart mrx battery malfunctions. When it is in use with the defibrillator, the defibrillator cannot charge and discharge. There was no patient involvement.